Event description:
It was reported that the insulin pump alarmed during the prime process. Customer's blood glucose reading is 196 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during prime test and basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.